Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate shock during vf and one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact. At 05:12:12, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm at 60 bpm with pvcs and hb. From 05:20:43 to 05:34:15, the patient's rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 05:36:01, the patient received the first inappropriate treatment during asystole in response to oversensing of cardiac activity and CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. From 05:36:32 to 05:52:50, the patient's rhythm was intermittently asystole. The device was shutdown at 05:52:50. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.